Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. The following results were provided: sid (B)(6) initial result 81.59 u/ml, retest 5.58 u/ml and retest on a different instrument 7.04 u/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of a retained reagent kit. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search for lot 69363fp00 did not identify an increase in complaint activity related to the issue under review. Ticket trending review found no trends related to this issue. A review of the device history record did not identify any non-conformances or deviations with the complaint lot. Accuracy testing was performed to evaluate the performance of the reagent lot 69363fp00. An internal ca 19-9xr panel was tested with retained kits of the likely cause reagent lot. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the alinity I ca 19-9xr reagent lot 69363fp00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p32 that has a similar product distributed in the us, list number 8p32-21 / 31, with 510k/PMA/bla number k052000.

Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient. The following results were provided: sid (B)(6) initial result 81.59 u/ml, retest 5.58 u/ml and retest on a different instrument 7.04 u/ml. No impact to patient management was reported.